Event description:
It was reported by a customer that on (B)(6) 2012 the aiming beam fired straight out of the fiber at 78,506 joules. Add'l info reported by the customer was the aim test was performed and the fiber was tested. After 15 minutes of using the fiber the physician discovered that the aim beam light was firing straight. No pt injury was reported.